Event description:
In 2008, they lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had reverted to the setup mode. The reporter indicated that the alleged meter issue started about a week prior to contacting lfs on that day. It is not clear as to what actions the patient took in response to the meter issue. On the previous day, the patient reportedly experienced symptoms of hypoglycemia. A nurse at the patient's school apparently treated the patient with juice and glucose tablets. The patient's blood glucose was tested on another device during the time of concern but it is not known what results were obtained and when his blood glucose was tested. It would have been helpful to know the following info: what actions the patient took before and after developing the symptoms, if he was able to test his blood glucose prior to developing the symptoms, and what his last blood glucose reading. In addition, it would have been helpful to know when the last blood glucose reading was obtained, what the patient's testing frequency is, and what his medication and diabetes management regimens consist of. The report claimed that the alleged meter issue started after he had replaced the meter's battery. According to the owner's manual, the meter's date/time might need to be updated if the battery is replaced/reseated. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms of hypoglycemia and received medical treatment from a nurse after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.